Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The hospital reported that a patient underwent an initial left knee replacement procedure. Subsequently, a revision procedure due to an unknown reason was performed

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: oxf uni cmntls tib sz c lm catalog #: 166574 lot #: not reported, medical product: unk oxford bearing catalog #: not reported lot #: not reported, medical product: unk size 2 l trochlea catalog #: not reported lot #: not reported, medical product: unk patella button catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00769, 3002806535-2019-00771. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial left knee replacement procedure. Subsequently, a revision procedure due to an unknown reason was performed.